Event description:
Related manufacturer reference number: 2017865-2025-12476. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited a drop in pacing impedance, undersensing, ectopy, and loss of capture after fixation. The lp was removed and contrast showed the lp and delivery catheter had perforated resulting in effusion and tamponade. Pericardiocentesis was performed. The patient was stable following the procedure.

Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited a drop in pacing impedance, undersensing, ectopy, and loss of capture after fixation. The lp was removed and contrast showed the lp and delivery catheter had perforated resulting in effusion and tamponade. Pericardiocentesis was performed as the patient stopped breathing and coded. The patient was stabilized and the perforation was found in the anterior groove and stitched closed. The patient was stable following the procedure.